Event description:
I use the coaguchek vantus to monitor inr at home, serial number (B)(4), lot 05809142. I do not have the lot number of the test strips. My inr from home testing was 2.7, I had labs drawn within the same hour and the lab results came back as an inr of 2.2. This discrepancy of almost 20% seems excessive to me. FDA safety report ID# (B)(4).